Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx laa closure device was implanted. At the 45-day follow-up appointment which took place 28 days post procedure, a thrombus was seen on the face of the closure device via transesophageal echocardiography (tee). The patient resumed eliquis medication on (B)(6) 2023. The patient was to have a follow-up tee in (B)(6) 2024. No further patient complications were reported.